Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she was experiencing redness and itching near her sensor sites. Pt was unsure if the reaction was to the sensors because the redness was spread out in other areas but was more pronounced around the edge of the adhesive patch. Pt uses IV 3000 underneath the sensors but has not seen an improvement. Pt stated that the reaction was a fairly new occurrence. Pt consulted her dermatologist, who recommended the use of benadryl cream. Pt reported that the redness and itching appeared to be getting better at the time of her call to dexcom technical support. Pt reported that she had worn this particular sensor for 16 days, exceeding the 7-day period for sensor wear.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.